Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event bristle detachment.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2026. During scope cleaning, the hedgehog brush bristles became dislodged. The cleaning procedure was completed using another of the same device. No patient involvement was reported.